Manufacturer narrative:
Concomitant medical products: product ID 8598a, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2022. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 30-aug-2021, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare provider (hcp) via company representative regarding consumer receiving fentanyl (1 ,849.4 mcg/ml, 99.9 mcg/day) bupivacaine (24.7 mg/ml, 1.335 mg/day) and hydromorphone (15.0 mg/ml, 0.811mg/day) via implanted infusion pump. It was reported around 3 weeks ago, the consumer started feeling his boluses in his abdomen, when previously he felt them in his low back, predominantly left sided where most of his pain was. He went in for a dye study on (B)(6) 2022 and they were unable to aspirate and scheduled for him to have a dye study on (B)(6) 2022 that was unsuccessful. Upon opening up the spinal incision the hcp noticed a kink at the ¿28¿ marking on the catheter and decided to cut the catheter below it. They did not get free flowing cerebral spinal fluid (csf) so he decided to take out the spinal catheter. While the spinal catheter was disconnected from the pump segment, the hcp programmed a bolus from the pump side to ensure that was patent. There was drug dripping out the pump segment and the bolus was canceled. The hcp then successfully replaced the spinal segment where they observed free flowing csf and he got the catheter up to the original placement of t6. The spinal segment was primed. Consumer was given a single bolus in pacu of 75 mcg and felt it in their low back, not abdomen. The consumer was receiving fentanyl 25 mcg/hr via patch. The consumer denied any environmental, external, or patient factors that led or contributed to the issue. The issue was resolved at time of report. The consumer's status at time of report was alive - no injury. The consumer's concomitant medications included aspirin, ibuprofen, and ondansetron hcl. The consumer's medical history included intervertebral disc disorders with radiculopathy, lumbosacral region.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) stating the cause of the catheter kink was not determined.

Manufacturer narrative:
H3. The catheter was returned for destructive analysis and identified an area of compression on the catheter body, and identified a hole on the catheter body consistent with explant damage. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.